Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the middle and lower esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During preparation, upon unpacking the device, it was noticed that "the connection wire between the device and the bands were found to be fractured." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the suture was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break. The returned speedband superview super 7 device was analyzed (handle assembly and ligator head), and a visual evaluation noted that the returned ligator housing had six bands attached without the shink wrap, indicating that the device was used. The irrigation tube was also returned. The handle did not have marks of the trip wire being secured. Additionally, the suture thread was broken, consistent with the findings per media analysis on the provided photos. The ligator head was observed under magnification, and the ligator head teeth and the suture hole were in good condition. The suture thread was broken with signs of tension tear. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of suture break was confirmed. Upon analysis, it was found that the suture was broken with signs of tension tear. Additionally, the suture attached to the trip wire and the ligator head with six bands, without the shrink wrap. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip inaccurately, which could contribute to an inaccurate deployment of the bands. The suture tension may not have been correct causing it to rupture. This suggests that the device was unable to deploy the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the middle and lower esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During preparation, upon unpacking the device, it was noticed that "the connection wire between the device and the bands were found to be fractured." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the suture was broken.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of suture break.